Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that resistance was encountered in the catheter when attempting to advance the 4th embolization coil into the external iliac aneurysm. During removal, the coil detached from the pusher wire. The detached coil was retrieved with a snare device. There was no reported patient injury. The patient is reported to be good.

Manufacturer narrative:
The device was not available for evaluation; therefore, a product analysis could not be performed and a root cause could not be determined.

Manufacturer narrative:
The device was returned for analysis. The implant coil was detached from the pusher at the detachment zone and noted to be nearly fully stretched; therefore, the shape of the coil was unable to be distinguished. The proximal tip of the coil and monofilament knot were noted to be intact. The heater coil at the distal tip of the pusher was noted to be kinked. Based on the investigation, the detached coil can be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.